Event description:
It was reported by service report that the c-clip came off the plunger on left head end siderail. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: plunger.